Manufacturer narrative:
Received 5 sample inside of their original packaging from lot number 8268611. DHR for lot number 8268611 has been reviewed: the lot number was built on afa line 06 from 27 aug 2018 through 01 oct 2018. The lot number was packaged on pkg. Line 11 from 14 oct 2018 through 16 oct 2018 for a quantity of 182,410 units. Qn (B)(4) for mis-molded grips was initiated during the production of this lot. Disposition of this product root cause and correct actions were applied according to quality plan. Upon the visual inspection of each part the grips have no damage, cannulas did not show signs of being bent, and the springs are not coiled over themselves or appeared damaged. Three units did not pass the timed inspection. The failing units once the button was pressed hesitated for a second before releasing rapidly. The 3 devices that failed took approximately 1.5 - 2 seconds to retract. Confirming the defect of needle slow retraction. Next the failed devices were inspected to see if there was excessive adhesive located around the button that would have prevent it from retracting immediately. None of the units showed excessive adhesive that would prevent or effect retraction. Qn (B)(4) for mis-molded grips states that needle retraction was not affected by the mis-molded grips. Inspection of the grip did not reveal any excess material or damage inside of the grip. One of our quality engineers also inspected the grips and did not see any problems that would affect retraction. The defect of needle retraction slow was confirmed. As the units received were in unopened packaging and in great condition the defect is manufacturing related. A probable root cause could not be determined. No evidence was found leading to a specific part of the manufacturing process.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle would not retract properly. This was discovered during use. The following information was provided by the initial reporter: the retraction system is not working properly.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle would not retract properly. This was discovered during use. The following information was provided by the initial reporter: the retraction system is not working properly.